Manufacturer narrative:
(B)(4).analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that decreased sensing and increased threshold were observed. The lead was explanted and replaced. The patient condition was stable before and after the procedure.